Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a bariatric procedure, during the first load in the procedure, the stapler "catched" and did not fire the reload. The stapler was continuously loaded and continued to present the same result. A third stapler and load were used in order to complete the case. No patient injury.